Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the adapted plan produced an undeliverable field. The issue was determined to be a defect in the product and the investigation determined this issue is not a safety risk as the field could not be delivered to the patient and therefore would not result in patient harm. From the investigation through debugging the monaco software code, it was ascertained that in the processing of the dicom (digital imaging and communications in medicine) export of adapted rt (radiotherapy) plan from monaco, that if a beam has mlc (multi-leaf collimator), the collimator's length and width would be swapped because it is an mrl (magnetic resonance linac) beam. However, for a beam without mlc, the length and width will not be swapped. The mlc is removed because a segment does not exist. Beams with zero mu will not be delivered so no harm will occur. Based on the available information there has been no mistreatment.

Event description:
The customer reported that adapted plan produced undeliverable field.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.